Event description:
A malfunction alarm was reported by the customer, indicated by the display of malf 0, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.